Event description:
It was reported that during surgery, screwdriver was used to contour the plate down after it was already fixed to patient. Screwdriver tip snapped and a 2.5 hex driver was used to complete the procedure. No injury and no delay reported.